Event description:
Customer stated that they could not remove the cover screw on this implant and had to remove the implant.

Event description:
Customer stated that they could not remove the cover screw on this implant and had to remove the implant.